Event description:
"Hub of tubing was cracked and periferally inserted central catheter line clotted. When flushed, fluid came out below the clave and air was in tubing. Pulled off periferally inserted central catheter hub and found hub of tubing was cracked." This info was provided on a note from the nurse, which was enclosed in the sample package, and dated june 9, 1998. No injury was reported and no add'l info was known when contact was made with the user facility.